Event description:
It was reported that the patient has recurrent bacteremia and evidence of endocarditis "lead related vegetations". The entire system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the device was returned and analysis revealed no anomalies. (B)(4) a proximal segment of the lead was returned and analysis found no anomalies. It was noted that the distal conductor was stretched, the defib conductor had blood/body fluid (not obstructed), there were several conductors fractured (overstress), the outer tubing overlay was melted and had cosmetic environmental stress cracking, the inner and outer tubing was torn, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. Visual analysis revealed apparent explant damage. (B)(4) a proximal segment of the lead was returned and analysis found no anomalies. It was noted that all conductors were cut and the outer insulation had a cosmetic depression. Visual analysis revealed apparent explant damage.